Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol appeared loose in the cartridge. The iol was retrieved from the cartridge. The back up iol was used and was successful. In the physician's opinion, there was most likely a manufacturing defect with the initial iol or cartridge. There was no contact with the patient. Additional information was requested.